Manufacturer narrative:
In this case, the returned device analysis confirmed the reported noise and the material separation. It was confirmed that the screw had separated from the a/p knob. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the returned device analysis, the reported screw separation from the a/p knob resulting in noise appears to be related to a potential product quality issue. Therefore, exception issue ((B)(4)) was initiated for further investigation. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), posterior leaflet 2 (p2) fold for a mitraclip procedure. During the preparation, reporter took the device out the box and it was noticed that some rattling sound in the plastic box and it was noticed that there was loose screw in the plastic box. The device was therefore immediately deemed faulty and was not used and was replaced with another device. During the procedure of the replaced device, grasping was difficult and after 2 grasps posterior leaflet came out and it was optimized third time and the clip was implanted. After deployment, physician noticed that the clip was open. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment has occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 1 after slda. On (B)(6), additional clip was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), posterior leaflet 2 (p2) fold for a mitraclip procedure. During the preparation, reporter took the device out the box and it was noticed that some rattling sound in the plastic box and it was noticed that there was loose screw in the plastic box. The device was therefore immediately deemed faulty and was not used and was replaced with another device. During the procedure of the replaced device, grasping was difficult and after 2 grasps posterior leaflet came out and it was optimized third time and the clip was implanted. After deployment, physician noticed that the clip was open. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment has occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 1 after slda. On (B)(6) 2026, additional clip was implanted.